Event description:
Irritation and redness of the left eye experienced by user of amo complete moisture plus multi-purpose contact lens care solution lot #zb03684 exp 08/2008. Eye redness appears to be localized within the eye lid which is enlarged, red and puffy. Follow up with family physician is planned for tomorrow (2007). Dates of use: 8 years. Diagnosis: contact lens cleaning solution.